Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24jan2020.

Event description:
The customer reported intermittently at turn on, the mains (led) light emitting diode gets dim and it alarms. It could only be repeated twice after many attempts. The customer requested to verify parts ID and discuss 3.10 generation power supply difference. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported problem. The fse remotely checked battery voltage and it is good, passed the (pvt) performance verification test battery test. The customer verified had spare power supply that he is going to install to see if that resolves the issue. The fse provided installation instructions for the 3.10 power supply, provided parts ID for the kit to include the harness and for the power supply and harness separate. The customer reports that they replaced the power supply and the issue continued. Customer is sending the unit out to a third party for repair. The customer decided to go with an outsource source.